Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the swg kinked during the procedure. A new kit was opened to finish the procedure. There was no reported patient harm or consequence.

Event description:
It was reported that: the swg kinked during the procedure. A new kit was opened to finish the procedure. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn # (B)(4). The customer returned one, opened cvc kit for analysis. The guide wire will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire contained a small kink adjacent to the distal j-bend. This resulted in the j-bend to be slightly misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 585mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned ars/introducer needle subassembly. The guide wire was able to pass with little to difficulty. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained a small kink adjacent to the j-bend. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The customer returned one, opened cvc kit for analysis. The guide wire will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire contained a small kink adjacent to the distal j-bend. This resulted in the j-bend to be slightly misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 585mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned ars/introducer needle subassembly. The guide wire was able to pass with little to difficulty. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU pro vided with this kit warns the user, "do not use if package is damaged." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained a small kink adjacent to the j-bend. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the swg kinked during the procedure. A new kit was opened to finish the procedure. There was no reported patient harm or consequence.